Manufacturer narrative:
Device evaluated by MFR: the returned embold fibered was inserted in the delivery sheath backwards with the perforations intact. Microscopic inspection revealed the coil was separated from the coupler while the coil coupler is still attached to the delivery wire. The delivery wire distal tip has multiple kinks and the couplers are bent.

Event description:
Reportable based on device analysis completed on 24feb2025. It was reported that difficulty advancing occurred. A 4x8 embold fibered was selected for an embolization procedure to treat a pancreatic aneurysm. The 4x8 coil was advanced; however, the physician decided on using a smaller coil first. The 4x8 coil was removed from the patient and re-housed in the loop in saline. The coil was pulled out of the hoop for later use, but it would not advance through the microcatheter. A total of 17 embold coils were used in the procedure. There were no patient complications as a result of this event. However, device analysis revealed coil detachment.